Event description:
It has been reported to co that during the procedure, upon removal of the dilator after the sheath was inserted, the valve malfunctioned "came out" and the pt bled out of the sheath. The device was removed and replaced. The pt is reported as fine and the device is being returned for co's analysis.